Event description:
The tip of the outback catheter which includes the 'l' and 't' marker broke off during the procedure and remains in the patient. The patient has not experienced any symptoms related to this complaint. The physician attempted to snare the tip, but was unsuccessful. The tip of the outback was left in a small branch of the perineal artery. The physician removed and insert the outback two different times into patient, and when he removed the second time they notices the tip had broke off. The physician reported that there was nothing unusual about the patient or case. There was a moderately calcified superficial femoral artery (sfa) that he was advancing and removing the outback through. He was successful in re-entering the target vessel with another device and treated the patient as planned. The device will not be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received: the tip of the outback catheter, which includes the 'l' & 't' marker, broke off during the procedure and remains in the patient. Patient has not experience any symptoms related to this complaint. They did try to snare the tip, but was unsuccessful. The tip of outback was left in a small branch of the perineal artery. The physician did remove and insert the outback two different times into patient and when he removed the second time they notices the tip had broke off. He said nothing about the patient or case was unusual, there was a moderately calcified sfa artery that he was advancing and removing the outback through. He was successful in re-entering the target vessel and treated patient as planned. Complaint conclusion: the tip of the outback catheter, which includes the 'l' & 't' marker, broke off during the procedure and remains in a small branch of the peroneal artery. The patient has not experienced any symptoms related to this complaint. The physician attempted to snare the tip, but was unsuccessful. The physician removed and inserted the outback two different times into the patient, and when he removed it the second time they noticed that the tip had separated. The physician reported that there was nothing unusual about the patient or case. The superficial femoral artery (sfa) that he was advancing and removing the outback through was moderately calcified. He was successful in re-entering the target vessel with another device and treated the patient as planned. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15506844 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.